Event description:
One of the l5 screws has completely disengaged, and the rod has moved free of the multi-axial body saddle.

Manufacturer narrative:
Eval cannot be conducted at the time of this report due to lack of info provided to the MFR.